Manufacturer narrative:
Problem code 1074 captures the reportable issue of balloon burst. Investigation result: a visual examination of the complaint device revealed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Functional analysis was performed, when pressure was applied liquid was observed to be leaking from a balloon pinhole located at the distal markerband. An examination of the balloon material, distal markerband, tip of the device and shaft identified no issues. Based on the condition and evaluation of the returned device, the most probable root cause is cause traced to intentional off-label, unapproved, or contraindicated use since the problem was traced to the intentional use of the device in an unapproved procedure, for an unapproved patient, or for which it is contraindicated, or not listed on the labels. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used in the left ureter during an endoscopic ureteral stricture balloon dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon burst when the pressure gradually increased. The procedure was completed with another uromax ultra dilatation balloon catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used in the left ureter during an endoscopic ureteral stricture balloon dilation procedure performed on (B)(6), 2019. According to the complainant, during the procedure, it was noted that the balloon burst when the pressure gradually increased. The procedure was completed with another uromax ultra dilatation balloon catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.